Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb objective lens cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the suction channel buckled, the remote control buttons cut, the lg air/water socket cylinder loosened, the u/d pulley wire worn out, the r/l pulley wire rupture, and the cmos-m with drive pcb shadow in image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.